Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. To achieve fusion, the surgeon performed an off-label procedure by utilizing a posterior approach. Within a month post-op, the patient experienced bad headaches, infections, generalized pain in neck, back, chest and hands. The patient has required numerous medical treatments ranging from but not limited to medications to physical therapy from numerous doctors to alleviate the suffering. The patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.